Event description:
The pharmacist has reported the following event: "abg ii prosthesis implanted 2 years ago. Positive evolution during 1 year and painful degradation. Loosening of the cup with osteolysis(with transverse fracture). Metallosis."

Manufacturer narrative:
Catalog number and lot code are unknown at this time. The device was reported as an unknown shell. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding acetabular fracture involving an unknown shell was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant conclusions: the event could not be confirmed nor the root cause of the reported acetabular fracture determined due to the minimal information received.

Event description:
The pharmacist has reported the following event: "abg ii prosthesis implanted 2 years ago. Positive evolution during 1 year and painful degradation. Loosening of the cup with osteolysis (with transverse fracture). Metallosis."